Event description:
The pt reportd inaccurately low blood glucose readings with test strips, lot 1h508a. The pt obtained blood glucose readings in the 30 mg/dl range upon inital opening of the test strip bottle. He did not question these blood glucose readings until he went for a routine venous blood glucose test some time this week. The pt had a venous blood glucose sample drawn and, at the same time, obtained a blood glucose reading of 37 mg/dl with the test strips. A few days after the venous sample drawn, the pt went for his routine physicians appointment and was informed that his venous blood glucose test result was 153 mg/dl. The desiccant is in the first bottle from the box. The pt has not opened the second bottle from the box. The pts meter was set to the appropriate code when all tests were performed. The pt does not have normal control solution. With the rep, the pt obtained a check strip test result of 85 versus a check strip range of 70-94. Also with the rep, the pt obtained a blood glucose test result of 28 mg/dl. The pt stores the test strips in his bedroom.